Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("unwanted pregnancy") and intestinal perforation ("when removed, they noticed that one of them was close to my intestines. Physician advised that the essure device was sticking out and about to enter intestines.") In an adult female patient (gravida 6, para 5) who had essure (batch no. D01975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test was not conducted". The patient's past medical history included gravida ii and parity 4. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2016, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved and the pregnancy with contraceptive device, intestinal perforation, pelvic pain, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intestinal perforation, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plantiff experienced another pregnancy episode with essure which is captured under case (B)(4). Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received. Event: miscarriage was deleted. Pregnancy outcome were updated.events:perforation of intestine,apareunia (inability to have sexual intercourse), migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain. Were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("unwanted pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. D01975) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted" and device ineffective "device ineffective". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plantiff experienced another pregnancy episode with essure which is captured under case (B)(4). Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("unwanted pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. D01975) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted" and device ineffective "device ineffective". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plaintiff experienced another pregnancy episode with essure which is captured under case (B)(4). Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("unwanted pregnancy") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (batch no. D01975) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted" and device ineffective "device ineffective". The patient's concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plaintiff experienced another pregnancy episode with essure which is captured under case (B)(4). Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number was updated. Events added: pregnancy(miscarriage), uterus perforation, essure confirmation test was not conducted. Outcome of uterus perforation was changed from unknown to not recovered/not resolved. Concomitant condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('did not reveal a right side essure coil'), pregnancy with contraceptive device ('unwanted pregnancy') and gastrointestinal injury ('when removed, they noticed that one of them was close to my intestines. Physician advised that the essure device was sticking out and about to enter intestines.') In an adult female patient who had essure (batch no. D01975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test was not conducted". The patient's medical history included multigravida and parity 4. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2016, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had not resolved and the device dislocation, pregnancy with contraceptive device, gastrointestinal injury, pelvic pain, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal injury, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plaintiff experienced another pregnancy episode with essure which is captured under case (B)(4). Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. The trailing coils were noted as follows, right 2 and left 14. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Batch no d01975, production date 2014-08-27, expiration date 2017-08-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: it did not reveal a right side essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('did not reveal a right side essure coil'), pregnancy with contraceptive device ('unwanted pregnancy') and gastrointestinal injury ('when removed, they noticed that one of them was close to my intestines. Physician advised that the essure device was sticking out and about to enter intestines.') In an adult female patient who had essure (batch no. D01975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test was not conducted". The patient's medical history included multigravida and parity 4. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2016, the patient experienced pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and underwent a tubal ligation and explant of her essure device). Essure was removed on 15-aug-2017. At the time of the report, the uterine perforation had not resolved and the device dislocation, pregnancy with contraceptive device, gastrointestinal injury, pelvic pain, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal injury, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. The plantiff experienced another pregnancy episode with essure which is captured under case 2018-104714. Current weight 280 lbs. Pre-op diagnosis and post-op diagnosis: sterilization, rectocoele. Procedure: bilateral essure placement of devices, posterior vaginal repair. The trailing coils were noted as follows, right 2 and left 14. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: it did not reveal a right side essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: mr received. Reporter's information added.event: its did not reveal a right side essure coil were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a tubal ligation and explant of her essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.